Event description:
On 22-jul-2025, the user reported that during a supply change, the ilet displayed an ¿unable to proceed¿ message after delivering (B)(4) units without visible drops. No alert appeared in the notification bell. The user replaced all supplies and repeated the supply change, observing drops after approximately (B)(4) units. The tubing was tested and showed normal drops; no leaks were detected in the cartridge. The user¿s blood glucose (bg) was 154 mg/dl and remained normal after the supply change. No replacement supplies were requested.